Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked and clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the deployment sequence was started. Before removal of gripper line, the clip arm angle opened to 60-70 degrees. The clip remained attached to both leaflets and mr was reduced to 3. A rocking motion of the clip was noted; therefore, two additional clips were deployed for stabilization. Three clips were implanted, reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. The reported clip movement appears to be due to a mechanical issue as post implantation, the clip appeared to have rocked slightly and partial clip movement was suspected. There is no indication of a product quality issue with respect to manufacture, design or labeling.